Manufacturer narrative:
(B)(4). The device manufacture date is not known at this time. However, should it become available it will be provided in future reports. Additional information will be provided once the investigation has been completed.

Event description:
It was reported during robotic assisted thoracoscopy monopolar cautery was used. Surgeon attempted to cauterize. Flame was noted outside the patient. Monopolar cord that was attached to robotic instrument melted and flamed. Patient was not affected. Event abated after use.

Manufacturer narrative:
Gtin:(B)(4). Device serial number was not provided; therefore the device manufacture date is not known. Alleged failure: monopolar cord that was attached to instrument melted and flamed probable root cause: wrong instrument, generator settings, insulation damage. The product was not returned for investigation therefore the reported failure mode was not confirmed. The failure mode will be monitored for future reoccurrence.

Event description:
It was reported during robotic assisted thoracoscopy monopolar cautery was used. Surgeon attempted to cauterize. Flame was noted outside the patient. Monopolar cord that was attached to robotic instrument melted and flamed. Patient was not affected. Event abated after use.